Event description:
A healthcare professional reported that the test chamber handpiece was not being filled and that there was no phaco power. At the time of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: a company representative examined the system and could not replicate the issues reported. The company representative replaced the handpiece cable assembly and the u/s controller printed circuit board (pcb) as a preventive measure. The system was the tested and met all product specifications. A u/s controller printed circuit board (pcb) was received and a visual assessment of the returned u/s controller pcba did not reveal any non-conformity. The returned u/s controller pcb was installed onto a calibrated system. The system was turned on and allow to boot. The system successfully booted. A fluidics management system (fms) and a handpiece were inserted onto the system. The fms was primed and the handpiece was tuned. The system successfully primed the fms, filled the handpiece test chamber, and tuned the handpiece. Additional testing was performed and the u/s controller pcb passed all testing. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Event description:
Additional information was provided by the doctor who reported that the event did not happen during testing but probably during the surgery. No patient injury was reported.